Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing was resulting in pacing inhibition. The lead was capped on (B)(6) 2024 and successfully replaced. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.

Manufacturer narrative:
The device was returned, due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).